Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
Manufacturer report number 3006705815-2019-01232. It was reported that when patient presented in clinic for a follow up visit post device implant procedure, patient reported symptoms of headache. It was confirmed that the headache was due to the cerebrospinal fluid leakage which occurred during the procedure. A blood patch revision was completed on (B)(6) 2019 resolving the patient¿s headache immediately. Patient was stable.

Event description:
Manufacturer report number 3006705815-2019-01232.